Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Report number: mw5066539. Notification received thi : 7/18/2018. FDA report: 12/02/2016. Date of event: (B)(6) 2016. FDA medwatch report found during an internal post market surveillance review when performing a maude database search. Notification regarding the mw5066539 never received by manufacturer. Most likely underlying root cause: mlc-62- user had poor technique. Note: email was sent to FDA on 7/30/2018 to obtain additional patient contact information regarding medwatch mw5066539 to follow up with customer. Respond received on 7/31/2018 stating that unfortunately, they were unable to release any further information that pertains to the report in question.

Event description:
FDA medwatch found during a post market surveillance. Customer complaint details: I have a true metrix air blood glucose measurement device with true metrix test strips lot code mt1852 date (B)(6) 2017. I made a measurement at 1:54 pm of 84 mg/dl. It didn't think it was correct and made another measurement at 1:56 pm of 173 mg/dl. Obviously, this didn't make sense and made two measurements with my other device and got 119 and 128 mg/dl respectively. Using the same true metrix device and lot code of test strips later the same day I measured at 5:48 pm 193 mg/dl, at 5:48 pm 170 mg/dl, at 9:25 pm 230 mg/dl, and at 9:28 pm 172 mg/dl. Obviously, these measurements are poor and are likely due to a problem with the meter or the test strips. I have contacted manufacturer with same information and will be returning the meter and test strips to them next week when I get a replacement meter and test strips from them.